Event description:
The report received indicated that during a coronary procedure, the 3.0x28mm cypher delivery system was advanced to the target lesion. The balloon was inflated at 14 atms for 20 seconds. However, the balloon would not fully inflate and the physician decided to remove the device. However, the balloon would not fully deflate and, so the physician had no choice but to remove the cypher still inflated. During removal, the stent dislodged at the flexed area of the internal thoracic artery. The physician concluded that the stent wouldn't move and thus was not retrieved from the pt. The target lesion was treated with a bare metal stent (product unk) and the procedure was finished. Further info indicated the target lesion had been pre-dilated with tortuous and did not present any calcification. The contrast to saline ratio used during the procedure was 1:1.

Manufacturer narrative:
As the stent was implanted, only the stent delivery system is available for evaluation, the delivery system has been returned for eval and testing; however, as of to date the eval has not been completed. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Add'l info will be submitted within 30 days upon receipt.